Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was frozen on rewind. The customer's blood glucose level was 385mg/dl. Troubleshoot was conducted. The customer was advised to rest the pump and replace battery. The customer was advised to monitor the device and call back if issues persist.